Event description:
The MFR's rep reported that the hcp attempted to aspirate catheter but was unable to do so. The hcp replaced a portion of distal catheter that was in pump pocket with a proximal repair kit. The pump contained compounded baclofen. No patient symptoms or outcome were reported.